Event description:
Manipulator pro shaft bent during surgery making it difficult to manipulate the uterus. Metal distal tip of balloon broke through balloon causing it to deflate and then perforate through the uterus. Surgeon was using manipulator pro during a tlh procedure and the shaft on the manipulator bent limiting manipulation of the uterus and the distal metal tip of the manipulator pro somehow became dislodged from where it connects to the balloon and perforated through the balloon and uterus.